Manufacturer narrative:
The reported events were unacceptable threshold and lead slack issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high capture thresholds and lead slack issue. The lead was explanted and replaced. During the procedure, the left ventricular lead (lv) lead was attempted to be advanced and exhibited an unspecified issue. No additional intervention was performed to address the lv lead. The patient was in stable condition.